Event description:
It was reported that prior to implanting the lead the physician had difficulty moving the stylet down the lead and stated that it was dragging. Against manufacturer's recommendations, the physician flushed the lead and the stylet could then be moved down the lead. It was not known if anything was flushed out of the lead. The lead was placed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitants: 5076-52 implantable pacing lead 2001 (B)(6); 5076-52 implantable pacing lead 2001 (B)(6). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.